Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a shunt placement procedure, the site was unable to locate the non-invasive patient tracker (nipt) in the application software. It was noted that the navigation system did not have the sufficient tool card installed to perform the procedure with the desired equipment. It was reported that the surgery was rescheduled due to the reported issue. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described is the intended behavior of the software. Software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a shunt placement procedure, the site was unable to locate the non-invasive patient tracker (nipt) in the application software. It was noted that the navigation system did not have the sufficient tool card installed to perform the procedure with the desired equipment. It was reported that the surgery was rescheduled due to the reported issue. No additional information was provided.